Event description:
It was reported that the tubing cassette will not stay inserted into the insufflator. It was further reported that surgery was delayed about 5 minutes in order to switch out the tubeset.

Manufacturer narrative:
Additional information will be provided once the investigation is completed.